Event description:
See MDR#: 9680794-2012-00007 for the first event involving the same pt. It was reported that in anesthesia, when the md was about to use the needle in the pt's jugular vein, he found the hub of the needle was broken. As a result, a new kit was opened; however, the same issue was found. A total of three kits were involved having the broken needle hub issue. See MDR#: 9680794-2012-00009 for the third event on the same pt. A delay was reported, however, there was no death or harmful complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.